Manufacturer narrative:
The reagent expiration date was 31-jul-2021. Some calibration signals were slightly higher and some slightly lower than expected. Qc was acceptable. No issues were identified during a review of the alarm trace data. The sample was spun for 3 minutes at 4200 rpm. The spin speed may be faster than recommended by the tube manufacturer and the spin time may be shorter than recommended by the tube manufacturer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative observed that all of the system pressures and voltages were within specification and customer qc did not show any irregularities. The investigation is ongoing.

Event description:
The initial reporter received questionable tnt PMA/510k stat results for 1 patient sample on a cobas 6000 e601 module. The initial result was 44.4 ng/l. Another sample was drawn 3 hours later and the result was < 6 ng/l. The original sample was rerun and the result was < 6 ng/l. The results were reported outside of the laboratory. The repeated result was believed to be correct. The reagent lot number is 459546. The expiration date was requested but not provided.